Event description:
It was reported the patient fainted and bumped his head, resulting in unconsciousness. An x-ray showed a sign of lead fracture near the first rib/clavicle. No capture was also reported. The patient was hospitalized, with external pacing. A 'polarization change' message was noted from the previous day. Brain death was determined. The doctor said syncope was probably due to the lead fracture. It was later reported the patient died without regaining consciousness.